Event description:
It was reported that the cartridge septum leaked insulin. There was no adverse impact to the customer's blood glucose level. The customer performed a supply change to resolve the issue.